Event description:
Additional information received on 9/9/2024: the sutures of a knotless bicep button from an ar-2280 ripped, and the bicep was unable to be tightened. Everything was successfully removed from inside the patient. Ar-1670ps peek tenodesis screw did not break, only stripped during insertion. The case was completed using a new ar-1670ps peek tenodesis screw and ar-2280 knotless distal biceps. Additionally, during the procedure, when an ar-1255-18 suture passing wire was opened, it was missing the eyelet loop at the end. A second ar-1255-18 suture passing wire was used instead.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Event description:
On 8/26/2024, it was reported by a sales representative via email that tightrope sutures ripped during tensioning. An ar-1670ps peek tenodesis screw was opened, and it was stripped during insertion. The case was completed using an ar-2280 knotless distal biceps and a new screw. This was discovered during a distal bicep procedure on (B)(6) 2024. Additional information received on 9/9/2024: the sutures of a knotless bicep button from an ar-2280 ripped, and the bicep was unable to be tightened. Everything was successfully removed from inside the patient. Ar-1670ps peek tenodesis screw did not break, only stripped during insertion. The case was completed using a new ar-1670ps peek tenodesis screw and ar-2280 knotless distal biceps. Additionally, during the procedure, when an ar-1255-18 suture passing wire was opened, it was missing the eyelet loop at the end. A second ar-1255-18 suture passing wire was used instead.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.